Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Incorrect date of awareness was submitted on initial report. This report provides the correct date of awareness.

Event description:
It was reported by facility, "we have noticed that we have had a number of patients with the same problem with their central venous line where the inner lumen has separated from the plastic hub at the end of the line. We are able to see the inner lumen further up the line inside, the largest gap was approx 1cm." This report address a device that was placed on (B)(6) 2014.

Manufacturer narrative:
H10: this event was previously reported as a PICC product, but additional information was received confirming the device was a broviac chronic catheter. This report is being submitted to identify the change in brand name, product type, product catalog and lot number. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post-implantation of a central venous line, the inner lumen separated from the plastic hub at the end of the line. Reportedly, the health care provider was able to see the inner lumen further up the line with approximately a 1cm gap. The patient status is unknown.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility, "we have noticed that we have had a number of patients with the same problem with their central venous line where the inner lumen has separated from the plastic hub at the end of the line. We are able to see the inner lumen further up the line inside, the largest gap was approx 1cm." This report address a device that was placed on (B)(6) 2014.